Event description:
Access and deployment of a 28-16-140bl bifurcated device and two 28-28-75l proximal cuff extensions were uneventful. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Second proximal cuff info: model # 28-28-75l. Lot # w09-0930-004. Exp date: 04/01/2012. Lot # w09-0930-004. MFR date: 04/09. Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. Use of the palmaz stent is off-label. No conclusion can be identified at this time.